Event description:
2 implants were placed about 6 months ago. One failed 1/25/97. Doctor thinks the implant may have taken a "hit" when pt was chewing because the other implant is ok, no infection. One person affected.